Event description:
A paratrend 7 sensor (lot # 719-150) was rec'd from via japanese distributor (bayer medical limited, tokyo). It was reported that the sensor had malfunctioned and error codes had been reported during monitoring. There was no report of any adverse event or patient injury.